Manufacturer narrative:
The insulin pump was received with blank display problem isolated. The pump was unable to verify low battery alarm due to blank display. The pump was received with minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low battery life from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.